Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's device was beeping critical. Additional information was received from the consumer via the manufacturing representative (rep). It was reported the patient¿s pump was explanted on (B)(6) 2018 due to a motor stall that occurred during normal use and did not recover. The date of the event was provided as (B)(6) 2018. The explanted device was discarded by the customer and would not be returned for analysis. It was indicated the device would be replaced in the future. It was reported the patient did not want the pump replaced after the premature end of service. It was reported the patient¿s pump was being used to deliver off label medications and concentrations; however, the specific drug, dose, and concentration information was not available to the manufacturer at the time of the report. It was reported there were no environmental/external/patient factors that may have led or contributed to the issue. It was indicated there were no falls or anything unusual. Regarding diagnostics and troubleshooting performed, the logs were read to determine why the pump was critically alarming. The doctor determined, via the logs, the pump had stalled and had not recovered. The pump was interrogated multiple times and the doctor programmed the pump to minimum rate mode and provided oral medications until the explant was scheduled. The device was subsequently explanted. It was reported the issue was resolved at the time of the report. The patient¿s status at the time of the report was provided as ¿alive - no injury¿. It was indicated other medications being given at the time of the event, patient weight, and medical history were not available at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
It was previously reported the device would be replaced in the future. However, the device will not be replaced in the future. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had a stall that did not recover; the pump never said eos. The pump stalled and no longer provided service. Regarding the cause of the stall, there were no external factors; normal use stall. There were no further complications reported at this time.